Event description:
Upon further query the following information was provided that indicated a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. On an unspecified date, the tubing set was being used to deliver an unspecified medications, at an unspecified rate, via a plum pump. At an unspecified time, the customer contact reported that the nurse entered the patient's room and found approximately 30-40ml of solution on the floor. At this time, the nurse noted the solution leaked from a crack in the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.